Event description:
This device case, which does not involve an adverse event, reported by a consumer by a consumer who was also the patient, who contacted the company with a product complaint, concerns a female patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B) (6) 2008 the humapen ergo burgundy pen body (lot a1529) with a clear cartridge holder attached was reported to be loose and falling apart. This humapen ergo burgundy pen body with a clear cartridge holder attached is associated with 639419. The operator of the device was unknown. The operator of the device was trained by a physician. The patient had used this device model for over two years. The device was returned to the company on 08/18/2008. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo burgundy pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when a final evaluation has been completed.